Event description:
It was reported that the surgeon was using two Collins knives in one procedure. During the procedure, both knives fractured and split into two pieces while in use. No negative impact in state of health reported.Cross reference MDR:9610617-2026-01702.

Manufacturer narrative:
The device in question will not be returned to manufacturer for evaluation, product was discarded after procedure by user. The investigation is not yet complete, investigation results are pending.The event is filed under internal KARL STORZ complaint ID: (b)(4).Cross reference internal complaint ID:(b)(4).